Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose even after receiving assistance with programming insulin pump. Customer's blood glucose was 411 mg/dl, which was treated with manual injection. Customer had symptoms of difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; site or insulin issues. Caller was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test